Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks due to oversensing of sense b node noise. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. The s-ICD is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks due to oversensing of sense b node noise. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. The s-ICD is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks due to oversensing of sense b node noise. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. Additional information indicates the model and serial combination of the affected s-ICD is a219/(B)(6) and this is covered in complaint: (B)(4). A219/(B)(6) is the replacement s-ICD and it remains in service.